Event description:
It was reported that heterotopic ossification was found on x-rays and that the pt is being monitored.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However there is no indication for a product failure. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).